Event description:
Patient was revised to address vertical cup position and metallosis.

Manufacturer narrative:
Patient was revised to address vertical cup position and metallosis. Doi: (B)(6) 2008 - dor: (B)(6) 2012. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. X-rays were received and reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address vertical cup position and metallosis. Doi: (B)(6) 2008 - dor: (B)(6) 2012. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number wpc (B)(4).. Reason for original complaint ¿ patient was revised to address vertical cup position and metalosis. Update: litigation papers received 3/4/2014. Litigation alleges pain and discomfort. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 03/27/14. Update 8/18/2015-pfs and medical records received. After review of the medical records for MDR reportability, the pfs alleges high metal ions (no labs provided). The stem is now being added to the complaint. The complaint was updated on:9/9/2015 update ad 24 jul 2018: com-(B)(4) has been re-opened under pc-000410781 due to the receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges metal wear. Added lawyer, facility name, patient harms and updated patient's initials. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the pfs alleges high metal ions (no labs provided). The stem is now being added to the complaint. The complaint was updated on: (B)(6) 2015.